Event description:
It was reported that the pump had an event of system fault 42,221 occurred. There were no reported patient involvement and harm. It was confirmed during inspection of a returned pump that error code 42221 does appear in event log. This high-priority error occurred in unknown status. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially impact the patient.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed, error code 42221 was observed in event logs history. However, the customer complaint could not be replicated. Last previous service in (B)(6) 2025 was found for preventive maintenance. Visual inspection has been performed, and bubbled downstream occlusion seal was found. Dso seal replaced. The cause of the reported issue was user error.

Manufacturer narrative:
Reporting become aware date was updated. The suspected device was returned for evaluation. Event log reviewed, error code 42221 was observed in event logs history. However, the customer complaint could not be replicated. Last previous service in sep 2025 was found for preventive maintenance. Visual inspection has been performed, and bubbled downstream occlusion seal was found. Dso seal replaced. The cause of the reported issue was user error.